Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform the a21 error test, prime/a33 test, excessive no delivery test and occlusion test or test for motor error alarm due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a compromised forced sensor system. Customer¿s blood glucose value was 292 mg/dl. Customer stated that the insulin pump was receiving an unexpected restart after changing the battery. Customer stated that they were able to clear the alarms and were able to complete the rewind. Customer stated that the insulin pump had a motor error when the reservoir was dry. Customer stated that the drive support cap was flushed. Customer was advised to disconnect from the insulin pump and revert to the back up plan. The insulin pump will be returned for analysis.